Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the implantable cardiac monitor (icm) detected false positive tachycardia episodes due to t-wave oversensing (twos). The icm remains in use. No patient complications have been reported as a result of this event.